Event description:
Medication dripped out of the extension set.

Manufacturer narrative:
It was reported that during adminstration of medication, the liquid began "dripping out of the connection". No serious injury was reported related to this incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained,

Manufacturer narrative:
Updated sections d9, g3, g6, h2, h3, h6.